Event description:
During a urinary organ procedure blade error occured at 30 minutes after started using. Another device was used to complete the case. There were no adverse consequence to the patient.